Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2, d4, g4 (510k): the catalog number was updated. Therefore, the brand name, common device name, and the PMA/ 510(k) code were updated to reflect. Please note that the expiration date, and device manufacture date are currently unknown. Investigation summary ==> photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After the photos visualization, it was observed that the vapr vue generator is displaying an error code 400. Also it is cracked in the back part edge. The overall complaint was confirmed as the observed condition of the vapr vue generator would have contributed to the complained device issue. Based on the investigation findings, it was conclude that the device needs to be received at our service center in order to provide a complete evaluation and determine a root cause for the issue experienced by the customer. The root cause for the back part condition can be traced to mishandling of the device. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that the console of the unk, vapr controls device was presenting a 400 error code and would turn off and on again and then work normally. It was further reported that the device came with a ideal suture shuttle 90 degrees device but it was not physically there. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for the same event in (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown vapr control. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. E1: reporters full name and phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.